Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 149 mg/dl. The customer had been treating his high blood glucose with a manual injection all day. The customer stated that the no delivery alarms occurred when priming the insulin pump. Through troubleshooting, the customer was assisted in performing a 5 unit fixed prime, and the customer stated that insulin did exit. The customer then rewound the insulin pump, and insulin exited with the manual prime. The customer was advised that the insulin pump was working as designed but that the alarm was caused by an occlusion related to the infusion or reservoir. The customer was advised that the reservoir would be replaced. The customer did not return the reservoir for analysis.